Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 4.00 x 48mm was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A microscopic examination of the stent identified struts pulled from the mid-section and stretched over the distal tip. Balloon cones were reviewed under microscopic examination, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that stent dislodgment occurred. A 4.00 x 48mm synergy xd drug-eluting stent was selected for treatment; however, during unpacking, the stent had dislodged from the delivery system and showed signs of deformation. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgment occurred. A 4.00 x 48mm synergy xd drug-eluting stent was selected for treatment; however, during unpacking, the stent had dislodged from the delivery system and showed signs of deformation. No patient complications were reported.